Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed thrombus depositions within the inflow cannula. A specific cause for the thrombus formations could not be conclusively determined through this evaluation. The account submitted one image of the explanted pump, revealing small, white thrombus depositions present in the inflow cannula lumen. The depositions appeared consistent with tissue growth during support but did not appear to significantly occlude the blood path. The texture, origin, and duration that the thrombus was present in the device could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that per the ventricular assist device surgeon, they had observed inflow depositions/growth on the inside of inflow cannula during routine transplantation. The patient was stable on the pump. It was stated the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.